Manufacturer narrative:
(B)(4) - intervention required. (B)(4) - the reported issue of stent positioning problem. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was implanted within the bile duct of a patient, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. According to the complainant, during the procedure, as the physician attempted to deploy the stent, the guide catheter stretched and the stent did not deploy properly. The stent was mal positioned; therefore, the stent was repositioned using forceps. The procedure was successfully completed with this device, with no harm to the patient. There were no complications reported as a result of this event. The patient condition post procedure was reported to be fine.